Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that when opening packages of movosyn usp 4/0 size (code c2023624), it contains the suture monosyn usp 2/0 size (code c2022247) inside. There is no patient involvement.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received (B)(4) unopened and (B)(4) opened samples. The (B)(4) open samples contain a support and a suture monosyn 2/0 70cm hs37 while the racepack package indicate monosyn 4/0 45cm dsmp19. All the (B)(4) closed samples received contain the correct product inside. According to the customer information received, only these (B)(4) units were found with this issue of the box received. Upon internal investigation, this mix-up took place by human error during manufacturing process. Both products were packed one after the other, but the current security system of the machine does not allow to mix-up in the manufacturing orders. The vision system sorts out the non-conforming units. Probably, the operator by mistake recovered these units rejected and did not check that the product inside did not match with the description of the package. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: we have opened an internal non-conformity and a corrective action in order to avoid this kind of incidents in the future.